Manufacturer narrative:
The root cause of the air entry cannot be determined with certainty because of insufficient information about the incident, the patient, and all circumstances. Note that if the venous cannula was used during application in the same state as the hls-set arrived in, this would be considered off label use by maquet. The sales representatives at the ssu advise not to activate the intervention during the trainings made to users. Training was provided to the users by the sales representatives who met with the medical staff on 05-jan-2016. Based on the results of the investigation, the complaints search in sap and due to insufficient information for precise determination of root cause, even after a good faith effort, there is currently no further investigation or action possible. However, this data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation should prove necessary or possible. Consequently, the complaint will be closed. This supplemental report also serves as the final report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: during use on a patient, air intake was noticed at the venous line of the be-hls 7050 set. The patient died. The sales rep. Met several people at customer site: the nurse in charge of the patient, the head of the recovery unit, the referent doctor, the nurse in charge of the recovery unit, the perfusionists, the head of the department and the biomedical engineer. The event occurred on (B)(6) 2015 at 8.00 pm. On the cardiohelp device (s/n (B)(4)), the intervention is activated (bubble monitoring). Thus, when bubbles was detected, the pump stopped and the patient died. The be-hls 7050 set is available for investigation, but we don't have its lot number. We just get a picture of the oxygenator. For the air intake, the customer has a hypothesis. (But not confirmed): it could have been caused by a central catheter placed near the tip of the venous cannula. The cardiohelp device showed no defect. Thus, it was put back into service. Same thing for the bubble sensor. (B)(4).

Manufacturer narrative:
(B)(4). The manufacturer received the hls set of lot number 70107588 from the customer. The hls set was tested for leakage and air entry in the manufacturer's laboratory. Leakage was observed on three positions. On the blood inlet connector of the oxygenator; at the connection between hls cannula and tube; on 3 ¿ way stopcock. During the check for air entry, it was observed that due to slight movement of the tube at the blood inlet connector of oxygenator, the air was sucked into the system from the leakage point. It was also observed that the hose ties which are strapped around the tube at the blood inlet connector were not in the correct position and also not tight enough and could be easily moved. Furthermore, to re-simulate the error of air entry in the system, the manufacturer tested 2 unsterile hls sets where the hose ties were assembled in a different position. On the first set, they were next to each other (as per the work instructions) and on the second set they were at 180°. Each set was tested for 24 hours and 1 hour respectively and the tubes were manually moved and it was tried to re-simulate the error of air entry into the system. Additionally, we tested a ¿sterile hls set¿ for 24 hours and the tubes at the blood inlet connector were moved manually, still we could not re-simulate the error. Furthermore, a design of experiments will be performed by the manufacturer, where 20 sample tube connections with the blood inlet connector would be produced. The combination is as follows: position of cable ties: tightening force: quantity: near each other (as per work instruction); min; 5; near each other (as per work instruction); max; 5; at 180° from each other; min; 5; at 180° from each other; max; 5. Each combination was tested with movement of tubes to include the effect of wear and manual force on tubes. Furthermore, these combinations would be then be artificially aged in the ¿climate chamber¿ of the manufacturer and tested again to see the influence of different combinations and permutations listed above. A DHR (device history record) review of lot 70107588 was performed. There was no rework or scrap on this lot performed according to the DHR. Also, there is a 100% check for cable ties after assembly. A DHR review of oxygenator lot 70106931 was performed. There is a scrap record of 1 oxygenator. The oxygenator was scrapped because of failed ¿post procedure of bioline coating¿ after drying phase during bioline coating. Moreover, complaint statistic review was performed. There are no other customer complaints associated with the lot number. Furthermore, a complaint statistic review was performed for the oxygenator lot. There are no customer complaints related to the lot. In the meantime the manufacturer was able to obtain the following additional incident information: the air was detected on the arterial side of the circuit. When the pump stopped, the patient was still alive, the heart of the patient did not stop immediately after the pump stopped. The hls set was in use for 4 days before the event occured. The manufacturer tried several times to request additional information about the incident at the hospital via the sales and service unit. The sales representative of maquet cardiopulmonary was not able to obtain any factual elements from the customer as nobody in the hospital had the same description of the sequence of events. The event data's (logfiles of the cardiohelp device) were clinical assessed by the manufacturer's therapy application manager with the following outcome: main offline data: device was switched on at (B)(6) 2015 00:05:50. Self test was ok. Priming procedure was ok. Perfusion started at (B)(6) 2015 01:46:43. At (B)(6) 2015 19:51:16 arterial bubble was detected and pump stopped. 25min15seconds later at 20:16:31 the cardiohelp was switched into emergency mode for unknown reason. 8seconds after switch to emergency mode at 20:16:39 the pump was started. 3min 15seconds after starting the pump the pump was stopped. During the perfusion lower lpm warning was at 2l/min and upper lpm limit was 5l/min. Venous pressure warning limit was -112mmhg and alarm limit was -160mmhg but intervention was off. Possible physiological root causes air entry during use of the cardiohelp system and the hls-set could be: desaturation at very low pressures in the venous line the blood could be desaturated and air bubbles could occur. This can happen if venous cannula size is not adapted to the required flow, if hypovolemia of the patient leads to sucking of the venous cannula tip at the vessels wall or any other occlusion was generated on the venous line. Venous connections if the venous connections of the venous cannula and the hls inlet connector are not tighten air could enter the perfusion set from the environment. Venous catheter during change of infusions or injections into the venous catheter or accidental opening of a three-way-stop-cock at the catheter air could enter the perfusion system. De-cannulation accidental de-cannulation of the venous cannula will lead to massive air entry into the perfusion system. According to the service report the cardiohelp was functional save. The event occurred after 3days of using the hls-set. Small amounts of air will be caught by the oxygenator. The status of the hls-set during the perfusion is unknown as well as the explantation procedure. If the venous cannula was used during application in the same status as the hls-set arrived at maquet this would be off label use. It is even unknown how the scratch at the connector was generated. The investigation of the hls-set was done with overpressure of 1,5bar. This pressure can never generated by the centrifugal pump. According to the specification the cardiohelp stopped the pump after detection of air at the arterial bubble detector. Unknown are the actions of the user after arterial bubble detected high priority alarm until the cardiohelp was switched to emergency mode after 25min 15seconds. The reason to switch to emergency mode is unknown. The emergency mode should be activated if the touchscreen can´t be used. This was not reported by the customer or by the service technician. There are no information about weight and height or age of the patient nor the required flow, therefore the adaption of the cannula size to the required flow is unknown. Conclusion correct priming procedure is supported by the log file. Air entered the perfusion system and the cardiohelp system detected air, stopped the pump and generated a high priority alarm as specified. The root cause of the air entry is unknown by clinical side because of insufficient information. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
(B)(4).